Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva foreign matter found on catheter. The following information was provided by the initial reporter: rn was going to place piv and noticed that when she unsheathed the IV that there were fibers on the tip of the needle. She promptly set the piv aside and used a different one. Was there injury? No, error occurred but didn¿t reach the patient. Event date: (B)(6) 2024. Total number of occurrences? Only one for this event.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383532 and lot number 3152252. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.